Event description:
The customer reported a false negative reaction of a patient sample when testing with seraclone anti-jk(a). The customer announced to send in the allegedly defective product for investigational testing. We are still waiting for the supposedly defective product and the patient sample that had caused a false negative test result.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with seraclone anti-jk(a). The patient was formerly tested by the (B)(6) blood service and yielded a 3+ positive result for jk(a). The customer did return the supposedly defective product for investigational testing but not the patient sample that had caused the false negative test result. The returned seraclone anti-jk(a) sample was tested in direct comparison to our qc lab's retained sample. Both reagent vials showed comparable results and the minimum titer of 8 was exceeded. All positive and negative reactions were correct, we did not observe any false negative reactions. Based on our investigation results we can not confirm this complaint. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.